Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): lgw, qrb.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.